Manufacturer narrative:
Additional suspect medical device components involved in the event:product family: scs-linear leads.upn: m365sc2317700.model: sc-2317-70.serial: (B)(4).batch: 7079729/7079830.

Event description:
It was reported that the patient was experiencing immense pain at the lower extremity which was not resolved with medication. Magnetic resonance imaging (MRI) showed impingement of the nerve on the left side. The patient underwent a spinal cord stimulator (scs) system explant procedure and symptoms began to settle down. The explanted ipg and linear leads were not returned due to hospital policy.